Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 217 and 324 mg/dl. The customer¿s expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer did not produce a sufficient blood sample and was unable to test. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2021 and open vial date is 11/06/2019. The meter memory was reviewed for previous test result history: result 1 : 217 mg/dl date:(B)(6) 2019 time:09:24pm fasting; result 2 : 324mg/dl date:(B)(6) 2019 time:07:32pm fasting; result 3 : 190mg/dl date:(B)(6) 2019 time:08:28pm fasting; result 4 : 115mg/dl date:(B)(6) 2019 time:08:34am fasting; result 5 : 142mg/dl date:(B)(6) 2019 time:10:18am fasting.